Manufacturer narrative:
Unit was received with failed battery test due to corroded battery tube. Unable to perform the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to failed battery test. Pump passed the stop current and run current test. Pump had cracked case at display window corner, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after numerous battery changes. Customer's blood glucose was 274mg/dl at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then put a new battery into the pump, but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.